Event description:
During review of the in house programming database, it was observed that on (B)(6) 2008 a partial program event occurred which programmed the device to 0ma. The settings were corrected on this date, but another partial programming event occurred. The device was reprogrammed, but it appears that the patient left the clinic at unintended magnet output current setting as the device was previously programmed to 2.25ma but was changed to 0.5ma. The magnet output current was increased to 0.75ma (B)(6) 2009, and then by (B)(6) 2009 it was increased to 2.25ma. No other anomalies were observed, and no patient adverse events were reported. Manufacturer labeling indicates to perform final interrogations prior to patient's leaving the clinic to ensure the settings are intended.

Manufacturer narrative:
Analysis of programming history.